Manufacturer narrative:
A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The ion procedure did not have any complications, but during the linear radial endobronchial ultrasound (ebus), bleeding occurred in a lung vessel and persisted for approximately two hours until hemostasis was achieved, requiring repeated unspecified measures. Following suction and argon plasma coagulation (apc)-coagulation, three tracheal perforations occurred due to the apc-coagulation procedure, subsequently requiring the patient to undergo a lobectomy. The estimated amount of blood loss was 1500 ml, necessitating an unspecified number of transfusions after the surgery. It was reported that the bleeding was not associated with the ion system but was caused during the use of a third-party device.